Event description:
It was reported that the patient experienced dizzy spells. Upon interrogation, the right ventricular lead exhibited noise that caused inhibition of pacing. On (B)(6) 2017, the lead was explanted and replaced successfully. The patient was asymptomatic during and post operation.